Event description:
It was reported that following the delivery device priming and pretreatment cycle, the vapor was very weak. Troubleshooting was done to no avail by rebooting the generator, checking the blue clamp was closed, checking the sterile water tubing was not kinked or twisted. The scope lens was removed for priming and pretreatment, and tried again inserting the scope lens for the process. Turbo flush to clear the tip and syringe with saline to flush the tip were used; however, there was no success with any of these techniques. A second delivery device was used; however, after priming and pretreatment, the vapor was still not significant. Troubleshooting was attempted to no avail. A third delivery device was opened; however, it presented the same anomalies as the previous delivery devices. The physician decided to reschedule the procedure. It was indicated that the patient had been administered local anesthesia. There were no patient complications reported.

Event description:
It was reported that following the delivery device priming and pretreatment cycle, the vapor was very weak. Troubleshooting was done to no avail by rebooting the generator, checking the blue clamp was closed, checking the sterile water tubing was not kinked or twisted. The scope lens was removed for priming and pretreatment, and tried again inserting the scope lens for the process. Turbo flush to clear the tip and syringe with saline to flush the tip were used; however, there was no success with any of these techniques. A second delivery device was used; however, after priming and pretreatment, the vapor was still not significant. Troubleshooting was attempted to no avail. A third delivery device was opened; however, it presented the same anomalies as the previous delivery devices. The physician decided to reschedule the procedure. It was indicated that the patient had been administered local anesthesia. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this delivery device underwent a thorough analysis. Visual inspection of the device revealed the handle was in good physical condition, there were no kinks in the tubing, the rf connecting cable was in good condition and pins within the connector were clean and straight. Upon functional testing, it was seen that the device performed the needle deploy and retract functions appropriately, the buttons were working as intended and the device passed priming, pretreatment and worked normally. The device completed functional testing successfully. For the final visual inspection, the backplate and top housing were removed for internal inspection. No anomalies were identified. Based on the information available and analysis results, the reported allegations of the vapor not being delivered could not be confirmed.